Manufacturer narrative:
System components. Reservoir. Model- 720185-01. Lot sn- (B)(4). Mfg date- 05/04/2018. Exp date- 05/03/2020. Gtin- (B)(4).

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device because the reservoir migrated down and was kinked over. The device was extremely hard to pump. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient got a new implant and is doing well. System components reservoir. Model- 720185-01. Lot sn- (B)(6). Mfg date- (B)(6) 2018. Exp date- 05/03/2020. Gtin- (B)(4).

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device because the reservoir migrated down and was kinked over. The device was extremely hard to pump. A patient outcome was not reported.